Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump passed displacement test and self test. Pump error confirmed in pump history with variable due broken trace at pin 1 and pin 6 on u1 keypad assembly.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose was 277 mg/dl. The troubleshooting was performed. The customer reported that the self test was performed and the test was passed. The insulin pump will be returned for analysis.